Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate patient profiles were observed. Duplicate accounts appeared on pyxis devices with identical account ids but different patient ids. The duplicate profiles used the same patient ids as the primary profile but were preceded by letters and not in beacon format. The issue affected all ER patients registered after 12 p.m. Est on (B)(6) 2026 and patients on the units with orders entered after that time. Orders entered after 12 p.m. Appeared on the duplicate profile, while orders entered before 12 p.m. And discontinued after 12 p.m. Remained active on the primary profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station had duplicate patient profiles. A technical support specialist dialed into the server and reviewed the provided order identity, confirming that it was appearing in both the server database and the patient encounter system (pes). The customer mentioned that a cerner upgrade had recently taken place at another site. The tss then checked the station where the order was expected to appear and found no database synchronization errors. The customer later confirmed that the issue had been resolved, and it appeared to have originated from their recent cerner changes. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate patient profiles were observed. Duplicate accounts appeared on pyxis devices with identical account ids but different patient ids. The duplicate profiles used the same patient ids as the primary profile but were preceded by letters and not in beacon format. The issue affected all ER patients registered after 12 p.m. Est on (B)(6) 2026 and patients on the units with orders entered after that time. Orders entered after 12 p.m. Appeared on the duplicate profile, while orders entered before 12 p.m. And discontinued after 12 p.m. Remained active on the primary profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.